Event description:
A bipap pro biflex device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. There was no error codes noted in the event log. Secondary findings of insect infestation were confirmed by the technician. The device is not needed for inventory and was scrapped.